Event description:
It was reported the patient had radiofrequency ablation and their battery showed being used 90-100%. The previous battery measurement taken in (B)(6) 2012 showed less than 20% usage. It was noted technical services was consulted on the safety of rf ablation. There was no harm or injury to the patient and there have been no actions required due to the event.

Event description:
Follow up information received reported that the patient was going for a battery replacement due to the low battery levels with the current implantable neurostimulator system (ins). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).